Event description:
It was reported that the customer was hospitalized due to high blood glucose of 425mg/dl. It was stated that the customer was on a canoe trip and the insulin pump got wet. No further information was provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display window. Unable to perform functional test due to cracked display window. Moisture damage was found on electronics and motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.